Event description:
It was reported by patient family member that the patient's infusion of milrinone lactate was interrupted by alarm messages given by the infusion pump. Reporter further stated that the patient later elected to go into hospice care and passed away after infusion therapy was discontinued. The reporter has not stated whether reported patient death is alleged related to the product issue (alarm messages). Report filed indicated four infusion pumps were involved. Each alleged event is filed on an individual report; see reports with patient identifiers (B)(6). FDA has redacted all identifying details of reporter; any follow up with reporter for clarification is not possible.